Manufacturer narrative:
The siemens technical solutions center (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the customer's laboratory information system (lis) downloaded a patient test order from (B)(4) 2013 in response to a query from the instrument for a new test order. The tsc determined that the customer recycles their sample identification numbers and that there was 381 days between the test orders which contained the same sample identification number. The cause of the patient results associated with an incorrect sample identification number is user error. The tsc recommended that the customer include the date as part of the accession number and to follow the lis vendor's instructions for maintaining patient accession numbers. The customer successfully transferred the patient test results to the correct patient test report. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reused an accession number from (B)(6) 2013, while processing patients on a dimension xpand plus with hm instrument. Tests for a female liver function panel were being conducted on the instrument which ran the test order generated by the customer. Results were being uploaded to the laboratory information system (lis) when the customer noticed that the patient name on the test report was different from the name on the test order. There were no discordant results reported to the physician(s). The customer did not approve the test results in the lis. There are no known reports of patient intervention or adverse health consequences due to the re-used patient accession number.